Event description:
It was reported that the extender oscor bis-40 (model/serial combination unknown) was explanted due to oversensing of noise in this atrial lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).